Event description:
Catheter was inserted in surgery and fell out in the recovery room after the balloon split/ruptured.

Event description:
Catheter was inserted in surgery and fell out in the recovery room after the balloon split/ruptured.